Event description:
Medtronic received a report that a pipeline did not open distally and was damaged. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 7 mm and a 5 mm neck diam eter. It was noted the patient's landing zone was 4.1 mm distally and 4.7mm proximally, vessel tortuosity was moderate, and dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed that after the stent was replaced, significant postoperative contrast agent retention was observed, with no vascular loss detected. It was reported that according to customer feedback, a 4.5-18 stent was selected after pre-operative 3d and 2d measurements. After stent hydration, stent delivery began. The stent catheter p27 was advanced to m2. Once the stent was in place, stent deployment began. The stent catheter was retracted, and the stent's distal end was opened in the straight segment of the middle cerebral artery m1. The microcatheter was retracted approximately 8 mm, but the stent's distal end did not open. The surgeon waited for several tens of seconds and then retracted it a little further, but the stent's distal end remained unchanged and did not open. Therefore, the surgeon retrieved the stent and repeated the procedure, but the stent still did not open. The entire system was then withdrawn to the internal carotid artery in an attempt to open the stent, but the distal end appeared frayed, suggesting possible damage. The pipeline was used for an indication that is approved(on-label). After communication, the stent was replaced, and the procedure was repeated successfully, with the stent opening as expected and the surgery completed smoothly. The pipeline and all devices were prepared as indicated in the IFU. No patient complications were associated with this event. Ancillary devices include a navien 6f115 guide catheter, and phenom27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that it had been confirmed that the tip end could not be opened. The pipeline had not been placed in a vessel bend when it failed to open and additional steps or other devices used to attempt to open the pipeline included deploying the device a few times and upon feeling something was wrong at the tip end, stopped deploying it and didn't take any further action.

Manufacturer narrative:
Updated b5, d9. H3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. H6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the tip end not opening and the damage was due to an abnormality at the tip end.